Event description:
Revised due to acetabular component retroversion.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2009-00252, 00254.